Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6), b3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-mar-03, rtg0761470 sap ecc service and repair: (B)(4) (con): information was received from a patient (pt) regarding an external device. It was reported that the patient has been noticing that the recharger paddle has been getting progressively hotter and taking longer to charge the implant. Caller stated that last night they got system problem rm06. Caller added that the paddle used to just be warm, but now it's almost burning hot. Caller stated the patient talked to their manufacturer representative (rep) about this at their last visit over a year ago and was told to call for a replacement. Agent had caller examine the equipment for damage; caller noted there is a bend in the cord but it's not cracked or frayed. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type: recharger. Found complaint unve rified - found no issues with finding or charging ins. No anomalies were visually observed. Recharge antenna failure - get manufacture struct command and response/osiris error!. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.